Event description:
N/a.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address the reported issues. The customer reported a leak sensor detected error to the fse. Fse confirmed the complaint by reviewing the analyzer printouts. Fse was unable to reproduce errors due to bent sample nozzle (probe). Fse replaced the sample nozzle. Fse checked diluent, wash, waste positions and hand touch ad. Fse successfully completed quality control run without errors, and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searche1d period. The aia-360 operator's manual states the following: safety precautions: uncap primary tubes before loading the carousel. Please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. In chapter 7: section 7-1: list of error messages: [2012] air detected [diluent] is generated when the there is no contact with the liquid surface after sample suction. Solution: contact the service department. [4002] turn table home not found is generated when the home position of the turntable motor cannot be detected. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. [4004] turn table slip is generated when the turntable motor slipped. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a bent sample nozzle.

Event description:
A customer reported getting "2012 air detect diluent" error message on the aia-360 analyzer. The customer informed the technical support specialist (tss) that the diluent was new, tss instructed the customer to power down and reboot the analyzer, then prime the diluent after rebooting. The customer attempted to prime after rebooting but received "error 4002 turntable home not found". The tss instrument the customer to rotate the carousel but that resulted in "error 4004 turntable slip". Tss then asked the customer to blow canned air under the carousel while rotating the carousel. The customer did not see anything impeding the movement of the carousel but noticed the sample probe was bent. The customer is unable to run patient samples. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.